Manufacturer narrative:
Device history records could not be reviewed as part and lot numbers are unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It was reported that the surgeon stated "both tibial components appear to have subsided". X-rays were returned for review, but the dates are unknown. It appears as though the tibial plate has subsided medially. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain 1.5 years post-op and the surgeon has observed tibial subsidence on radiographs.

Manufacturer narrative:
This report will be amended when our investigation is complete.